Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that during a workshop the universal modular electric/battery double trigger handpiece became very noisy and the battery stopped to work suddenly. There was no report of patient involvement associated with the event.